Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of swollen lymph nodes is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported "exchange of textured breast implants due to the patient¿s concern with the product. Patient also reported right side encapsulated, misshapen, shoulder pain, lump above nipple, burning pain, lymph nodes swollen, and a feeling of heaviness on chest." Device remains implanted. This is the right side record. Manufacturer of the device is unknown.